Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was determined that the power could not be turned on due to a malfunction of the power supply unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the device did not power on. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus and the customer¿s complaint (no power) was confirmed. This complaint is most likely the result of a faulty power supply. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.